Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation the right atrial lead exhibited myopotentials oversensing. No intervention was made. Patient was in stable condition.

Event description:
New information received notes that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise during device check. No intervention was performed. Patient was in stable condition.